Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced a constant tone of insulin pump without any viewable alarms. Customer changed batteries and constant tone was not resolved. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received with no (act, up, down and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify display anomaly or audio or vibrate anomaly due to buttons not responding.